Event description:
In 1999, following a diagnostic procedure, an angio-seal device was placed in a pt's right groin with hemostasis achieved. Approx 6 hours later the pt's hemoglobin and hematocrit has decreased, and a retroperitoneal bleed was identified. The pt went into cardiac arrest and was resuscitated. A transfusion of 4 units of blood was then administered. The pt's status was improved at the time of last report. As of 07/08/1999, there have been no further report to the MFR of complication or pt sequelae.